Event description:
The reporter stated the lens was damaged and the backup lens was implanted. The reporter stated it was unknown if there was patient contact but there was no injury.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. The cartridge and injector were returned and there was no visible damage to the devices. There was evidence of dark surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).